Event description:
It was reported that the male external catheter (mec) was very sticky. The patient had been using the mec products for more than 90 days. Per follow up via phone on (B)(6) 2022, the patient¿s wife reported the male external catheters were too sticky to use. Three of the products stuck to themselves when they were removed from the package. The fourth mec adhered to the patient when applied and caused pain. The patient's wife also reported the patient passed away on (B)(6) 2022 due to sepsis. A clinical follow up call was placed on (B)(6) 2022, but the patient¿s wife declined to provide any additional information and requested not to be contacted again. There was no indication that the device contributed to the patient¿s death.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿materials not biocompatible¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿intended use: the self-adhering male external catheter is used for the drainage of urine. The catheter is applied by the patient or caregiver. Description / indication: the self-adhering male external catheter is designed for the management of adult male urinary incontinence. Contraindication: do not use on irritated or compromised skin. Warning: reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury or illness of the patient. Precaution: do not use if allergic reaction occurs or if patient has known allergies to device components. For good hygiene, change catheter daily. Use of a single device for longer periods than 24 hours may increase the risk of complications. Follow directions to remove if experiencing swelling, numbness, discomfort, pain, discoloration, or abnormal appearance. Note: if experiencing problems with use of the device, please consult your healthcare professional for assistance. Directions to apply: 1) verify correct size prior to use. 2) trim pubic hair if necessary. 3) wash penis with mild soap and warm water. Dry thoroughly. Wear time may be reduced if skin is not dry or cream/oil is used. 4) open package at perforation. Remove catheter from plastic insert, if present. 5) place rolled end over the end of the penis, leaving a small space between the end of the penis and the cone of the catheter. 6) unroll the catheter over penis. 7) gently squeeze the catheter to properly seal adhesive to the skin. If possible, avoid leaving a rolled ¿collar¿ around the base of the penis. Important: wear time may be reduced if adhesive is not properly sealed to the skin. 8) connect the catheter to a drainage system. Make sure to check that connections are secure before use. Directions to remove: 1) ensure drainage bag is empty. 2) disconnect catheter from the drainage system. 3) gently roll the catheter forward and off the penis. If necessary, apply a warm wet compress (such as a wet washcloth) around the catheter to help loosen the adhesive. Disposal: after removal, dispose by placing the used catheter into a waste container.¿ the device was not returned.

Event description:
It was reported that the male external catheter (mec) was very sticky. The patient had been using the mec products for more than 90 days. Per follow up via phone on 05apr2022, the patient¿s wife reported the male external catheters were too sticky to use. Three of the products stuck to themselves when they were removed from the package. The fourth mec adhered to the patient when applied and caused pain. The patient's wife also reported the patient passed away on 07jan2022 due to sepsis. A clinical follow up call was placed on 07apr2022, but the patient¿s wife declined to provide any additional information and requested not to be contacted again. There was no indication that the device contributed to the patient¿s death.